Event description:
It was reported that this right ventricular (rv) lead dislodged. Boston scientific technical services (ts) discussed programming options of the associated pulse generator and left ventricular (lv) lead to ensure pacing was not interrupted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead dislodged. Boston scientific technical services (ts) discussed programming options of the associated pulse generator and left ventricular (lv) lead to ensure pacing was not interrupted. No additional adverse patient effects were reported.